Event description:
The facility representative reported an infuso.r. Pump with a condition of "syringe holder broken." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available

Manufacturer narrative:
(B)(4). The condition of an infuso.r. With a "syringe holder broken" issue was not confirmed nor reproduced as product evaluation could not be performed because the device was never returned for service. The assignable cause was not determined. No repairs were made in order to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. The customer has decided not to send in the device for service at this time. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.